Event description:
It was reported that the patient experienced a surging sensation or an 'extra jolt' that started yesterday along with tingling and numbness along the anus area and 'other areas.' The device was now off and even with the stim off she still had numbness and a tingling sensation. It was also noted that she had a return of her urinary symptoms. An appointment was scheduled for tomorrow morning. The symptoms coincided with her having "tens" and therapeutic ultrasound (called phonophoresis) for her shoulder a few days prior. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Product ID 3889-28, lot# v339125, implanted: (B)(6) 2009, product type lead; product ID 3037, serial# (B)(4), product type programmer, patient. (B)(4).